Manufacturer narrative:
(B)(4).

Event description:
It was reported "during insertion the red top cracked". As a result, another device was used. No patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of needle protection cap separating from the base was able to be confirmed by the photo. The photo shows the needle protection cap (a-04020-028a) separated from the needle protection base (a-04020-027a). The needle cap is meant to lock onto the needle based and should not deploy off and remain attached to the catheter hub. However, a complete visual inspection to evaluate the potential cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user, "do not attempt to override or defeat the locking needle protection mechanism. Precaution: do not grasp or contact needle protection assembly. The needle protection assembly will remain attached to proximal end of catheter hub until needlepoint passes through assembly and activates during withdrawal." The customer report of needle protection cap separating from the base was confirmed by visual inspection of the customer supplied photo. The photo shows the needle protection cap separated from the needle protection base. The needle cap is intended to lock onto the needle based and should not deploy off and remain attached to the catheter hub. Based on the photo the defect is confirmed, however, full complaint verification testing could not be performed to evaluate the potential cause of the damage as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "during insertion the red top cracked". As a result, another device was used. No patient harm or injury. The patient's current condition is reported as "fine".